Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the 25x1 - 1/4 needle. The customer states that "needle broken".

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.